Event description:
It was reported that the lead was capped and replaced.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced in order to resolve the event.